Event description:
It was reported that prior to insertion, the user intentionally bent the needle for use. During puncture in the subclavian vein, the needle cannulas broke. The anesthetist was able to remove the needle by hand, the new stent was opened and used without issue. There was no report delay, death, or complication to the pt as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4).